Event description:
It was reported that catheter separation occurred requiring additional intervention. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilation. Upon advancing, the device failed to cross the proximal anterior tibial artery. When attempting to remove the coyote, what appeared to be the guidewire exit port of the coyote got caught on the tip of the guide catheter. Repeated pushing, pulling, and rotational maneuvers were performed. After several minutes of these maneuvers, the coyote was eventually removed from the body; however, the device was found to be cut along the shaft and fluoroscopy confirmed that the tip of the coyote device remained inside the body. An attempt was made to retrieve the separated tip remaining in the body using a snare; however, it was unsuccessful. A non-boston scientific stent was then placed to press the detached tip against the vessel wall within the sfa, and the procedure was concluded after confirming adequate blood flow. There were no patient complications as a result of this event.